Manufacturer narrative:
At the time of this report the device had not been returned for evaluation.

Event description:
The facility reported that the packer/chang iol scissor broke during surgery in the patient's eye. The broken piece of the scissor was removed and there was no impact to the patient.